Event description:
Healthcare professional's office stated the pt was implanted with the pump on 9/7/1998 and had infection symptoms noted in her 9/21/1998 office visit, including right flank pain, swelling, erythema, headache, and megismus. On 9/22/1998, the pt was given kefzol and gentamycin IV. Csf from the catheter access port showed glucose and wbc's. On 11/2/1998, the pt had pedal edema, fever and cultures grew mycobacteria fortuitum from the anterior abdominal wall and lumbar area abcess. Cipro and biazin were given. In the last office visit note of 1/25/1999, the infection continued to be treated with antibiotics.